Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had plastic piece on the reservoir compartment was broken and the reservoir compartment was cracked all around the edge as well now she has a black circle on her insulin pump. The customer¿s blood glucose level was 203 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.